Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). Prior to the patient receiving anesthesia, the rio software was unable to load hip scan files. Troubleshooting activities were performed and the case was converted to manual and the outcome of the case was successful.

Manufacturer narrative:
Reported event: an event regarding pelvic model import failure, involving 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method & results: device history review: a review of the DHR associated with rio 049 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding pelvic model import failure. There were only 2 other reported events (B)(4). Conclusion: device inspection could not be performed, no session data was provided. Several communication attempts were made. Session files were not provided for evaluation.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). Prior to the patient receiving anesthesia, the rio software was unable to load hip scan files. Troubleshooting activities were performed and the case was converted to manual and the outcome of the case was successful.